Manufacturer narrative:
Analysis of the desktop charger (serial number (B)(4)) found that the connector was broken.

Event description:
Additional information received from the consumer reported that the pain was resolved with the new recharger even when the battery was below 50%.

Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information received from the patient reported that their recharger was not working and that they had been unable to recharge their implantable neurostimulator (ins) 2 days prior to report. The patient did not have any new symptoms but did indicate they had a gradual return of their back pain which they thought was related to the ins battery dropping to or below 50% level. They had tried unplugging the recharger and then plugging it back in as an action to resolve the issue prior to report. Through further troubleshooting for the recharger, the patient stated that they were getting the green light on the power supply and that the arrows were lined up where it connects at the top. It was also noted the patient initially had ¿something¿ on the screen when holding the connector pin with their hand but then it went blank. It was further indicated that the connector pin was wobbling and looked like it was leaning. The connector pin on the desktop charger was reported as bent. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.